Event description:
An attempt was made to use a resolute integrity rx drug eluting coronary stent in to a patient; however it was reported that stent became damaged during use. The stent was not deployed in the patient. No clinical sequelae were reported. Device evaluation the distal tip of the device was damaged. A number of struts on the 7th proximal stent segment were raised and overlapping. A number of struts on the 1st distal segment were raised. The proximal pillow balloon folds were partially opened and disturbed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation). (The root cause of the reported event is undetermined based on limited information provided). Evaluation conclusions: no conclusion can be drawn (the root cause of the reported event is undetermined based on limited information provided). (B)(4).